Event description:
It was reported the pump was removed prophylactically to avoid in-vivo battery depletion. It was stated the elective replacement indicator (eri) on (B)(6) 2013 showed 2 months, so the battery was replaced on (B)(6) 2013 for normal depletion. This was a planned replacement and the patient recovered without sequelae. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4). Analysis of the pump (s/n: (B)(4)) found a gear train anomaly due to corrosion and wear. There was a motor stall due to shaft-wear. There was corrosion present on the surfaces of the gears. There was residue and wear present on the upper and lower shaft of the rotor magnet.